Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1204as-85 batch 2066120091 was received for investigation. The visual evaluation found that the tip does not move when the button was actioned. The outer shaft was detached from the handle at the weld. Functional testing was not performed as the device was received broken. The most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery the flip cutter was not stable and flipped back to 3.5mm while the surgeon performed the retrograde drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.